Event description:
A pharmacist reported that an adc customer received a meter reading of 170mg/dl however, at the time the reading was obtained they experienced hypoglycemia, malaise and reportedly lost consciousness. Paramedics were called and upon arrival at the hospital a meter reading of 40mg/dl was obtained. It is unknown what meter was used to obtain the second reading. The report stated customer was diagnosed with hypoglycemia and given a 'sweetened perfusion' (exact solution type not reported). Customer remained in the hospital through the following day. No additional information regarding the medical event was reported. The pharmacist informed adc that the customer was currently on dialysis and using extraneal (icodextrin) peritoneal dialysis solution. There was no report of death or permanent impairment associated with this report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 292 mg/dl, 129 mg/dl, 258 mg/dl, 91 mg/dl, 259 mg/dl, 256 mg/dl, and 359 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported were found in the meter's memory; however, they were not within 10 minutes.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.